Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 and hi on control tests. They also read e11 & an average of 137mg/dl high out of spec using blood. The difference between the blood results and the assayed sample falls in the "c" zone of the consensus error grid, making the difference clinically significant. E11 indicates exposure to moisture which usually causes high results. Retention lot gave satisfactory results.

Event description:
The customer initially called regarding high blood glucose readings on the contour. The complaint did not meet the criteria to be reported at the time, but the test strips were returned for evaluation. New meter and strips were sent to the customer.